Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated magnesium result for a patient that was released to the medical provider while running on the architect c8000 processing module. The customer ran their routine qc at 7pm and found the magnesium qc was greater than 6sd out of range. The customer then looked back at patient results and noted a high magnesium result of 7.6 mg/dl that was reported at approximately 4:30 pm. The result was not questioned by the physician. The customer repeated the sample on another analyzer and generated a result of 1.96 mg/dl (normal range: 1.6-2.6 mg/dl). There was no impact to patient management reported.

Manufacturer narrative:
Service was dispatched due to the customer reporting a discrepant magnesium patient result on the architect c8000, c803548. The sample was repeated on a secondary module and the result was in the normal range. Service performed extensive troubleshooting on the architect c8000 processing module and during that troubleshooting found particulates inside the internal probe wash bellows. The bellows, bellows only (rohs)_part number 2-89054-02 was deemed the likely cause for the discrepant result, due observed particulates (clogging) and the part was replaced. Replacement of the bellows, bellows only (rohs) resolve the issue. The module function was verified with a control/precision run. The service history of the c803548 verifies no subsequent issues have been reported related to discrepant results and clogged parts after the bellows, bellows only (rohs) was replaced. The tracking and trending were reviewed and did not identify any related trends. The device history record was reviewed and did not identify any non-conformances or deviations for the part and for the instrument related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product investigation was identified.